Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting suspected premature battery depletion. At this time the clinic is continuing to monitor the patient and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting suspected premature battery depletion. At this time the clinic is continuing to monitor the patient and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting suspected premature battery depletion. At this time the clinic is continuing to monitor the patient and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.